Event description:
The pt had been implanted with a large mammosite balloon in her right breast in preparation for her radiation treatment. The balloon ruptured and all the saline leaked out. The pt was seen in the clinic following this event and the balloon device removed.